Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. The lesion being treated was 99% stenotic without calcification and located in the subclavian vein. The subclavian vein demonstrated average tortuousity. The physician used another manufacturer's 6f introducer sheath and guide wire in the procedure. After the second inflation of the ultra-soft sv 7.0/2.0/150 balloon, the lesion was completely dilated. The physician attempted to remove the balloon, but was initially unsuccessful. Finally, it was removed from the patient together with the sheath and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as "good."